Event description:
Customer reported a failure code 12:303. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have info whether incident occurred during pt infusion. Although baxter requested, no add'l info was provided regarding pt demographics, medication involved, or device programming info. No add'l contact info was provided.

Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 12:303 was confirmed. This failure occurs when a communications packet was not fully transmitted within one second of transmission initiation.